Event description:
When removed from the package for a lap roux-en-y procedure, the anvil end fell off. They used a second device to start the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the device arrived with the anvil missing,otherwise in good visual condition. As the original anvil was not returned, further investigation with the original anvil could not be performed. The device was rec'd fully loaded with staples, a new washer was installed, and the device was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The anvil was placed on the device without any difficulties and it did not fall out. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.